Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The complaint information reported was as follows: ¿when the have activated the pliers, the stent did not come out. They have used another stent ( diff, ref). Incident date to be confirmed as per complaint form: "stent evo-fc-10-11-8-b in place in the patient and when the nurse began to try to deploy the stent , nothing happened and seems that the handle for deployment was broke inside. The team take a new stent and paced it with no problem.¿ the following additional information was provided: ¿the stent was put in place, in the patient, but impossible to deploy , they removed the device totally outside of the patient , and took another new device and succeded.¿ 1 x evo-fc-10-11-8-b was returned to cirl for evaluation on evaluation of the returned device, it was noted that the stent was partially deployed which would suggest that deployment was possible at some point. The red shuttle deployment marker was towards the front of the handle. The lockwire was in place on return. Several kinks were noted on the sheath, possibly due to handling of the device on insertion into the scope. The flexor was broken in the distal region. Due to the area that the break is, it would be suggested that a possible cause of this break may be that it was inserted into the scope in large increments. The stent was manually deployed during lab evaluation and no defects were noted with the stent. The customer complaint was confirmed as the flexor was kinked and broken distally. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device revealed no discrepancies that could be related to this complaint issue. As per the instructions for use, the user is instructed to do the following: "introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock wireguide. Continue advancing device in short increments." Also, ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When the have activated the pliers, the stent did not come out. They have used another stent ( diff, ref). Incident date to be confirmed "as per complaint form": stent evo fc 10 11 8 b in place in the patient and when the nurse began to try to deploy the stent, nothing happened and seems that the handle for deployment was broke inside. The team took a new stent and paced it with no problem.